Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). The product was requested for return to the manufacturer for laboratory investigation but was not received yet. The investigation is still pending. A supplemental medwatch will be submitted after new information has been received. Reference exemption # e2018002.

Event description:
According to the customer: 2 hours into support of patient the oxy started to leak blood from deairing membrane and bottom on oxy. Required oxy change out. No issue to patient. Additional information: leakage was on the de-airing membrane and also noticed on the gas outlet/opening for holder. (B)(4).

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA, 45 barbour pond drive, wayne, nj 07470. Contact person- (B)(6). The affected sample was received by manufacturer laboratory for investigation. Since the declaration of infection risk (doir) is missing it is not allowed to open the biotainer, to take out the sample for investigation. Despite several requests the doir has not been sent by the initial reporter. Therefore no investigation is possible. The failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.